Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with unknown particles inside the barrel side walls.

Manufacturer narrative:
Investigation: one photo and one 1ml syringe and were received and visually evaluated. The syringe was filled with 0.5ml of clear unidentified liquid and had a red tip cap attached. The syringe was observed to have several foreign matter particles embedded in the barrel wall. The particles were located between the barrel tip and 0.3 ml markings. The particle size was larger than level 3, which is rejectable per product specification. Barrel was confirmed to be from mold c-219 cavity 71. Potential root cause for the embedded foreign matter defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with unknown particles inside the barrel side walls.